Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During self-test, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message, in addition, the user noticed a crack on the top lid of the ivtm system. No patient involvement.